Event description:
It was reported that the user experienced hyperglycemia with a fingerstick reading of 411 mg/dl after an occlusion alert on the ilet and subsequently changed all supplies before resuming insulin delivery; the user later disconnected to administer a short-acting insulin injection and then completed another guided supply change, after which insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, consistent with a deformation problem, and the hyperglycemia resolved after supply replacement and resumption of pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.